Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 546 mg/dl. The customer stated they treated their blood glucose with the insulin pump. It was found the customer was wearing their infusion set for a longer time than allowed. Troubleshooting could not be completed as the customer had to leave. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.